Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported problem was a failure of the flow transducer test during pre-use check of the ventilator. An air gas module was replaced. The logs from the ventilator were not received for evaluation and the air gas module has not been returned for investigations. The information that has been received after several requests for the return of the air gas module is that it was discarded by the customer which according to the customer the reason was due to the pandemic. The investigation into this complaint has therefore not been possible. The reported failure has not been confirmed and no cause can therefore be determined. Each ventilator is equipped with 2 gas modules one for air and the other for oxygen. The air and o2 gas modules regulate the inspiration gas flow and gas mixture. H3 other text : discarded.

Event description:
Manufacturer's ref. #: 376396.